Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One heal collar 4.5x4.5, 3mm (hc443) was returned for investigation attached to the mating implant; a tsvtwb11. Visual inspection of the as returned product identified that the healing collar drive feature is minimally worn. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15; healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants. Complainant reported that the implant was placed with a healing collar but the healing collar would not release from the implant. The implant had to be removed and replaced. Functional testing was performed for the returned product and it was determined that the healing collar was cold welded to the implant, and could not be removed with hand tools. After excessive force was applied, the healing collar was removed, and it was noted that the internal implant threads, and healing collar threads were covered in debris. When the debris was cleared, the two devices were able to assemble and disassemble as intended. The reported complaint is confirmed following functional test of the returned product. A root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the hc443 healing collar could not be released from the (B)(4) implant resulting in the implant being removed from the patient's mouth.